Event description:
Patient received inappropriate shocks due to noise. The lead was explanted.

Manufacturer narrative:
A complete analysis could not be performed due to only a partial lead being returned. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the device continuously beeped and the display became erratic. No other details regarding the nature of the event were provided. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.